Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that, during the index procedure, post deployment imaging revealed type ia endoleak. The endoleak was addressed by placing a 36/49 proximal cuff and 7 helifx endoanchors in the proximal neck area. Per physician, it is believed that the anatomy contributed to the type ia endoleak due to the short and wide proximal landing zone. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak could not be assessed on the films provided. Lack of post-implant CT's did not allow for a thorough an alysis of the stent graft in-vivo configuration. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the observed anatomical considerations, (i.e. Infrarenal neck angulation and calcification) may have been a contributing factor in the occurrence of the reported proximal endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that a type ia endoleak was observed on CT approximlately 6 weeks post the index procedure. The patient then presented emergently symptomatic of the type ia endoleak. The aneurysm measured 60mm. Intervention was then performed on the same date. As the only treatment option the physician then implanted an endurant extension cuff ettf3636c70e and an additional 6 endoanchors. The type ia endoleak improved but there was still late filling observed. The physician was hopeful that upon reversal of the patients heparin the type ia would resolve. The cause of the endoleak is believed to be disease progression of the proximal neck. Section d references the main component of the system. Other medical products in use during the event include: etcf3636c49e: s/n: (B)(6) ; use by date: 2023-03-22 unknown film evaluation summary: the reported type ia endoleak could not be assessed on the films provided. Lack of post-implant CT's did not allow for a thorough an alysis of the stent graft in-vivo configuration. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the observed anatomical considerations, (i.e. Infrarenal neck angulation and calcification) may have been a contributing factor in the occurrence of the reported proximal endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak was confirmed on the CT¿s received; however, the exact cause of the type ia endoleak could not be fully determined. Earlier post-implant films were not provided for comparison or for review of the reported disease progression over time. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak cause, but these were not provided. It is likely that disease progression, as reported and the patients angulated aortic neck were a factor in the ia endoleak. Concomitant type ii endoleaks from collateral vessels surrounding the aneurysm sac, also could not be ruled out. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.